Manufacturer narrative:
The device history record for the lot reported was evaluated for any issues related to this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The product sample received from the customer was evaluated according to our inspection procedure. The pressure test was performed and we observed that the brass weight component was missing; consequently, oxygen could not flow through the product, and the reported problem was confirmed. Based on this info, it appears this was an isolated event in which mfg personnel failed to assemble this particular unit according to the procedure. Our operable personnel will be re-trained in order to prevent this kind of incident. Our mfg process was reviewed and no problems were found related to the issue reported. We have received no other complaints for this reported issue. The directions for use of the product do state, "test to leaks and proper function of pressure relief valve whistle. Apply gas flow of 3 l/min. Occlude o2 port and listen for alarm whistle. If alarm does not activate, check all connections for possible leaks."

Event description:
Customer reported: "when the humidifier was hooked up to the oxygen, it would not allow oxygen to flow to the pt and caused the pt to go into cardiac arrest." Customer later indicated that pt was found to be in respiratory distress-no alarm sounded-pulse at 58. Pt put on another concentrator, bottle and cannula and she went up to 72, and was sent to the hospital.